Event description:
It was reported by service report there are signs of fluid entering the base power board, the interface board, and connection board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fluid ingress to the zoom component.